Event description:
During the procedure on (B)(6) 2021, surgeon was utilizing a wire with an angioplasty balloon catheter via the sheath for the procedure. Part way through the procedure, the wire that was being used bent and was unable to be withdrawn. Surgeon attempted to advance a 6 french guide catheter to help straighten the kink in the wire but this was not successful. Rather than risk damaging the vessels or equipment further, surgeon elected to cut down in the left groin to directly access the kinked area of the wire and remove it under direct visualization. FDA safety report ID# (B)(4).